Manufacturer narrative:
The leads were explanted but discarded. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient experienced no feelings in the legs. The patient was admitted to the hospital and subsequently the leads were removed. The physician thinks there was an epidural hematoma. The patient has recovered all feelings in the legs and is recovering.